Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the patient's follow up visit, there was no capture on the right atrial (ra) lead. It was noted the lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.